Event description:
On (B)(6) 2009, patient reported that his infusion device displayed e4 (occlusion) error while attempting a bolus. Patient states he was using the same infusion set from when he reported the occlusion earlier in the day. (B)(4). Patient disconnected the infusion tubing from the infusion site and primed successfully through the infusion tubing. Patient reports he changed the infusion site and placed the infusion device in run mode. Patient states the infusion device delivered a bolus of 5.4 units, which included the remainder of his bolus plus 1 unit for air space. He reports the bolus delivered successfully without occlusion. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product for evaluation. (B)(4).